Event description:
Dr reported that a file separated in the canal during a procedure. The pt was referred to a specialist who was unable to retrieve the separated piece. Outcome of the event is not known as of this report.